Event description:
During one-month post-op follow-up call, the MFR learned that the pt's incision was infected after the implant surgery. The pt was prescribed keflex (1000mg qid po for 10 days). The pt is reportedly doing fine now. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.